Manufacturer narrative:
The actual device was not available; however, photos were provided for evaluation. Visual inspection observed the leakage from access blood header. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an external blood leak was observed with a prismaflex set. The event was not observed during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.